Event description:
A nurse reported that during a procedure, the "unit would not phaco." The case was completed using an alternate system. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem; no problem was found. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).